Event description:
Per the physician, the patient was explanted (date not reported) due to healing difficulty. More information has been requested, but was not available at the time this report was filed.